Event description:
It was reported that the device does not have voice prompts when turned on. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.